Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was delivering insulin even when their blood glucose levels were low. The customer¿s blood glucose level was 64 mg/dl at the time of the incident, and 62 mg/dl at the time of the call. The customer used food to treat the low. The pump was on auto mode at the time of the incident. The customer stated that their pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. The insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed dat test at 0.08740 inches. No over delivery anomalies noted. Insulin pump received with the suspend before low alert functioning properly during testing using the glucose sensor simulator. Unit received with the auto mode feature functioning properly.